Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown unexpectedly. Unit was immediately powered back on to resume treatment. Once the patient was confirmed to be stable, the unit was swapped out to continue therapy. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Since the issue could not be reproduced, after consulting with hospital personnel the device was returned without repair.